Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of three of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient attached patient extension lines after priming was completed. The technical service representative advised the care giver to start over with new supplies or finish therapy with manual supplies. The technical service representative also advised the care giver to notify their registered nurse of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by a use error resulting in an incomplete prime. The use error was further specified as the extension set was added to the patient line following the completion of the priming cycle. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.